Manufacturer narrative:
The device was evaluated. The l41 inductor and a connector were bad. Both were replaced and everything tested within specification before returning the device to the customer.

Manufacturer narrative:
There has been a previous report received where calibration failure has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that an aseptico endo dtc motor was running on its own before the foot pedal or any buttons were pressed and the motor will not allow calibration; no injuries occurred.